Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs), alleging that his one touch ultra meter would not turn on. The patient told the medical affairs specialist (mas) the meter had not turned on for one week prior to the time of concern. He changed the meter battery, but the meter did not turn on. The patient continued to take his daily fixed doses of insulin: 10 units of novolin r and 5 units novolin n each am and pm. The patient felt ok until the previous evening. At the time, he felt light headed and was concerned that his blood glucose level might be low, although he said he usually has an elevated rather than low blood glucose level. Before taking his pm insulin, he went promptly to the ER to have his blood glucose level checked because he knew his meter was not turning on. A result of 280 mg/dl was obtained on the ER device and the patient was given 20 units novolin r insulin in the ER at 7:00 pm. After receiving the insulin, he felt better and was released to home. He resumed his usual insulin regimen in the am, the next day and called lfs to report the meter problem. The customer care advocate (cca) confirmed the patient had changed the meter battery per the owner's manual and the battery was correctly installed. The cca walked the patient through pressing the power button and inserting a test strip into the test strip port; the meter did not turn on with either attempt. The meter, test strips, and control solution were replaced. The patient told the mas that he received the replacement product and was able to test without difficulty. The complaint is reported because the patient alleges he was unable to obtain a reading on the lfs product. He claims he experienced symptoms and an elevated blood glucose reading was obtained at an ER, where he was treated with 20 units novolin r insulin.